Event description:
It was reported that a user, recently trained on the ilet, called for assistance with a full supply change while using a teflon infusion set and was coached through the procedure; during priming the user remained connected to the body and pressed and held to fill the tubing, observed a display of 20.5 units, filled the cannula, and the call ended when the user¿s phone died, after which a callback and voicemail were made advising the user to disconnect from the ilet due to filling while connected. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with an improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.